Event description:
It was reported that the patient received more than 60 inappropriate shocks due to oversensing from a fractured right ventricular (rv) lead. The rv lead was laser extracted and replaced. During the procedure, the right atrial (ra) lead insulatiuon was damaged and so it was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694958 lead implanted: 2006-(B)(6). (B)(4)